Event description:
Surgeon using stryker drill with router tip to cut bone in patient. Router tip broke in half. Drill handed back to scrub person. Tip in bone removed with hemostat by surgeon. Surgeon says bone is thick.  Replacement router tip passed up to sterile field by circulator. Scrub compared the length of two pieces to replacement tip. The length was the same. Broke tip and rest of original router passed off of sterile field and placed in sterile specimen cup labeled with patient's name.